Event description:
It was reported that this right atrial (ra) lead had triggered an alert due to high out-of-range pace impedance measurements greater than 3,000 ohms, however the patient's device was programmed to vvi. Review of remote monitoring data revealed multiple alerts for out-of-range ra pace impedance measurements on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Technical services (ts) discussed that ra lead alerts would still be detected, despite the device being programmed to vvi. This ra lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had triggered an alert due to high out-of-range pace impedance measurements greater than 3,000 ohms, however the patient's device was programmed to vvi. Review of remote monitoring data revealed multiple alerts for out-of-range ra pace impedance measurements on (B)(6)21, (B)(6)21, and (B)(6)21. Technical services (ts) discussed that ra lead alerts would still be detected, despite the device being programmed to vvi. This ra lead remains implanted at this time. No adverse patient effects were reported. Additional information received reported that the suspected cause of the high out-of-range pace impedance measurements was right atrial (ra) lead fracture. It was noted that the device was beeping, however the health care professional (hcp) indicated that the alert tones due to the known out-of-range ra pace impedance measurements were previously programmed off. Recent device interrogation showed the battery was fine, right ventricular (rv) pace and shock impedances were fine, and no alert screen was observed upon interrogation. This ra lead remains implanted at this time. No adverse patient effects were reported.